Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of failure to release from catheter. Block h11: investigation results. The mantis was not returned for analysis. The device was implanted; therefore, a technical analysis could not be performed. Based on the available information the most probable cause of the reported issue cannot be established. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. A review was completed of the device history record (DHR) for the device. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a mantis was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026. During the procedure, the clip failed to release from the catheter. The handle was opened and closed multiple times to remove the clip but was unsuccessful. The physician manually broke the handle and pulled the control wire from the handle to release the clip. The procedure was completed with original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a mantis was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026. During the procedure, the clip failed to release from the catheter. The handle was opened and closed multiple times to remove the clip but was unsuccessful. The physician manually broke the handle and pulled the control wire from the handle to release the clip. The procedure was completed with original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of failure to release from catheter.